Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. The system was not replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The patient was sleeping at the time of the shock. A review of the electrograms for the shock episode found rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The sensing vector at the time of the shock was set to the primary sensing vector. An x-ray was done, and it was confirmed that the electrode was fully inserted into the header. Technical services advised some testing options. The local representative was able to reproduce the noise during testing. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The patient was sleeping at the time of the shock. A review of the electrograms for the shock episode found rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The sensing vector at the time of the shock was set to the primary sensing vector. An x-ray was done, and it was confirmed that the electrode was fully inserted into the header. Technical services advised some testing options. The local representative was able to reproduce the noise during testing. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. The system was not replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The patient was sleeping at the time of the shock. A review of the electrograms for the shock episode found rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The sensing vector at the time of the shock was set to the primary sensing vector. An x-ray was done, and it was confirmed that the electrode was fully inserted into the header. Technical services advised some testing options. The local representative was able to reproduce the noise during testing. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.